Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was a defective processor board, likely due to wear and tear. The processor board was replaced on may 2015. Upon visual inspection, both head restraint wires were heavily frayed likely attributed to wear and tear and/or mishandling. In addition, front and bottom enclosure was observed with multiple cracks on the screw well area likely due to user mishandling such as a drop. The observed physical damages are not related to the reported complaint. The top cover, front and bottom enclosures were replaced to address this issue. The archive data review showed the occurrence of system error - latch error 132 (internal watchdog timeout) on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. After clearing the latch error 132 with ap vision 3 software, the platform was tested with a large resuscitation test fixture (lrtf) and stopped compression and displayed user advisory (ua) 2 (compression tracking error) error message. The load sensing system has detected a weight/load imbalance between the two load cells. Load cell characterization was performed and confirmed both load cell modules are defective. The root cause of ua 2 was due to the defective load cells that was likely attributed to mishandling such as a drop. Ua 2 is not related to the reported complaint. The load cells were replaced to address ua 2 error message. The defective processor board was replaced to address system error. Following service, the autopulse platform passed the load cell characterization test and the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). (B)(4) , reported on 07 may 2015. Processor board was replaced to remedy the issue.

Event description:
During deployment, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon power on. Following this, the crew immediately performed manual CPR. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.